Event description:
A healthcare facility in italy reported that there was condensation inside the inspiratory and expiratory tubes of the circuit that was being used with a mr850 respiratory humidifier. A fisher & paykel healthcare ('fph') representative visited the facility to obtain further info on 08/05/2009, and reported that: the pt had been set up on the device set-up for four (4) days. The set-up included a mr850 respiratory humidifier, fph rt100 adult dual heated breathing circuit, fph mr290 autofeed humidification chamber, and drager evita xl ventilator. A healthcare facility estimated that there were 100ml of water in each tube. The healthcare facility reported that alleged condensation resulted in volume limitation. The healthcare facility stated that pt "almost drowned", but there were no pt consequences.

Manufacturer narrative:
Ps50915. A fisher & paykel healthcare representative visited the healthcare facility on 2009-08-05, and continues to monitor this healthcare facility. We will provide a f/u report upon completion of our investigation.